Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bond of the curved rubber was cracked. It was also observed that the play of the angle knob was out of the normal state due the elongation of the angle wire. It was observed that the suction cylinder was scraped due to a handling issue with a cleaning brush. It was also observed that the forceps plug cap was scraped off due to external factors. Wrinkles were observed in the universal cord. It was observed that the electrical connector contacts had corrosion due to handling. Lastly, scratches were observed on the following unit components due to external factors: the scope connector, tip cover, operation part, switch box, operation unit cover, up and down knob, up-down angle fixing lever, right and left knob, universal cord and on the right-left angle fixing knob. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had poor air and water supply. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the reported issue was uncovered during inspection prior to use. The intended procedure was for a diagnostic gastroscopy for the upper gastrointestinal tract. The intended procedure was completed with the same device with no delay. Sections e2 and e3 have been updated to reflect the update for the initial reporter. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material was not determined given the device handling information was not provided however, from the investigation it was presumed that the clog was caused by the foreign material that was larger than the inner diameter of the air and water nozzle. Olympus will continue to monitor field performance for this device.